Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2024, it was reported by a distributor via (B)(4). That an ar-1410lp low profile reamer blade of the low-profile reamer broke off of the shaft. This occurred during a procedure as the surgeon was drilling the femoral bone tunnel.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.